Event description:
It was reported that an unspecified and a specified malfunction alarm occurred. Reportedly the customer had an alternate pump for insulin therapy. Customer¿s blood glucose level was 100 mg/dl.